Event description:
During baxter's functionality testing of a spectrum pump, it displayed sys error 105. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. The reported sys error 105 occurred during the functionality testing of the device thereby confirming the customer's allegation. However, further testing was unable to reproduce this condition. The issue was determined to have been caused by unauthorized repair to the motor assembly. The motor assembly had screws of an unk type installed on the motor. The motor assembly was replaced.